Manufacturer narrative:
New, updated and corrected information is referenced within the update statements in this report. No further follow up is planned. Evaluation summary a male patient experienced hypoglycemic shock. He also stated his preference that he believes the humapen memoir device would benefit if it could be connected to personal computers so that the data could be integrated with glucometer databases and other tracking information. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. However, besides the user preference no alleged product defect or malfunction was reported. There is no evidence of improper use.

Event description:
(B)(4) this spontaneous case, reported by a physician who contacted the company to report adverse event and a product complaint, concerned a male patient of unknown age and origin. Medical history and concomitant medication were not provided. The patient received insulin lispro (rdna origin) (humalog) via a reusable pen (humapen memoir), dose regimen and indication for use were not provided. On an unspecified date, he had hypoglycemic shocks (<3 mmol/l). The event of hypoglycemic shock was considered serious due to medical significant reasons. He believed that would be enormously beneficial of the memoir pen could connect to pcs so that the memoirs data could be integrated with the glucometers database and other tracking information (3548252/lot unknown). Corrective treatment and outcome of the event were not provided. The status of insulin lispro treatment was not provided. The operator of the humapen memoir was the patient but his/her training status was not reported. The general duration of use of the humapen memoir as well as the duration of use of the suspect humapen memoir was not reported. The device was not returned. The reporting physician did not provide a relatedness opinion. Update 19jan-2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 08feb2016: additional information received on 05feb2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4) this spontaneous case, reported by a physician who contacted the company to report adverse event and a product complaint, concerned a male patient of unknown age and origin. Medical history and concomitant medication were not provided. The patient received insulin lispro (rdna origin) (humalog) via a reusable pen (humapen memoir), dose regimen and indication for use were not provided. On an unspecified date, he had hypoglycemic shocks (<3 mmol/l). The event of hypoglycemic shock was considered serious due to medical significant reasons. He believed that would be enormously beneficial of the memoir pen could connect to pcs so that the memoirs data could be integrated with the glucometers database and other tracking information (3548252/lot unknown). Corrective treatment and outcome of the event were not provided. The status of insulin lispro treatment was not provided. The operator of the humapen memoir was the patient but his/her training status was not reported. The general duration of use of the humapen memoir as well as the duration of use of the suspect humapen memoir was not reported. If device was returned, evaluation would be performed to determine if a malfunction had occurred. The reporting physician did not provide a relatedness opinion. Update 19jan-2016: upon review, this case was opened to update the medwatch fields for regulatory reporting .